Event description:
It was reported via repair work order that head right siderail would not lock due to a broken timing link. No adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that siderail was damaged and would not lock. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the siderail not locking was due to a broken timing link.